Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. During the procedure it was noted that the side port of the faradrive steerable sheath clear was not allowing blood to be sucked into a syringe. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.